Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. The physician attempted to revise the lead, but could not find a vessel to place the lead. The lead was explanted. No additional adverse patient effects were reported.